Manufacturer narrative:
Review of the black box data revealed the pump was not in use from (B)(6) 2013. The last basal and bolus deliveries were recorded on (B)(6) 2013. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 29 hours with no issues. Investigation was unable to duplicate the complaint.

Event description:
On (b)6) 2013, the patient's mother contacted animas and alleged that she has lost faith in the animas pump, as her child had blood glucose (bg) levels of 400-500 mg/dl when child was on animas pump. She corrected the high bg with injections and discontinued the pump. Child also has a competitor pump, and mom alleges when she disconnected patient from otp pump and put on competitor¿s pump, bgs were under control. Customer support (cs) could not confirm that time/date was correct because battery was removed for more then 24hrs. Confirmed that basal rates were correct. Reviewed alarm history and most recent alarm from (B)(6) for a low cartridge. Reviewed basal and bolus history and all boluses were completed. No changes were made to advanced features. Instructed mom that after review of pump patient seems to be delivering as intended, but will pump since mom has lost confidence in pump delivering correctly, and advised her to follow-up with health care professional if issue persists.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.